Manufacturer narrative:
The hill-rom tech found that the latch cover was bent preventing the rail from locking in the up position. He replaced the latch cover to resolve the issue.

Event description:
Info received indicated that the left siderail would not latch.